Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 06-jul-2024, it was reported that the patient faced tape was not sticking. It was reported that the patient infusion set, and reservoir replacement came out while patient was swimming. No further information available.